Event description:
Customer reported that a pyxis anesthesia es system unexpectedly started smoking, had a black screen and stopped responding during a procedure. Customer reported removing device from surgery room to pharmacy. The nature of the procedure was not disclosed. There was no reported patient or user harm.

Manufacturer narrative:
Customer reported that a pyxis anesthesia es system unexpectedly started smoking, had a black screen and stopped responding during a procedure. Customer reported removing device from surgery room to pharmacy. The nature of the procedure was not disclosed. There was no reported patient or user harm. This event is recorded in complaint number (B)(4). A field service engineer evaluated device and discovered an intravenous bag had spilled on the device. Field service engineer replaced two drawer controller boards and data communication cables. Device was tested and confirmed was operational.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Corrections and or additional information has been added to the following sections a1, d1, d4, d5, e3, g1, g6, h2, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 16-sep-2020 to 16-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system produced smoke, screen turned black, station stopped working due to burning and liquid spill. A field service engineer took the parts that were damaged and replaced them with new parts to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
Customer reported that a pyxis anesthesia es system unexpectedly started smoking, had a black screen and stopped responding during a procedure. Customer reported removing device from surgery room to pharmacy. The nature of the procedure was not disclosed. There was no reported patient or user harm.